Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co., however, the manufacturing site could not be determined because the product lot number was not provided. (B)(4) distributes the device and is responsible for MDR reporting the analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Lot history review and similar product experience report could not be performed as lot information was unavailable. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The warnings section of the instructions for use (IFU) states: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. Additionally, the malfunction and adverse effects section of the instructions for use (IFU) lists: separation or breakage of the guide wire. . Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, it was concluded that there was no indication of product deficiency. (B)(4).

Event description:
A user facility medwatch report was received which stated: during a cath lab procedure, the miracle bros 6-300 guide wire tip broke off in the sub-intimal space of the left iliac-aorta. After multiple attempts, the vascular surgeon was unable to retrieve the tip of the wire. The physician discussed the situation with the patient and indicated that it was unclear what exactly caused the tip of the wire to break off. There were no further issues were identified at the time. The patient was discharged home the next day. Additional information was received stating there was no resistance during advancement or withdrawal. The tip of the guide wire was sheared off with a non-abbott catheter and was not retrieved. The tip was covered with a non-abbott covered stent. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.